Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr reviewed the logs and there were no issues found and everything looked normal. It was concluded that the reported issue was likely caused by the circuit and not caused by the hlm. Pm was completed and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow, cardiac index, and arterial line pressure all dropped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay to the procedure to change out the heart lung machine (hlm) and circuit. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the hlm during bypass. Specifically, it was observed that the flow, cardiac index, and arterial line pressure were all dropping. This occurred approximately nine minutes after going on cpb. After eight minutes, the situation did not improve, so the team brought a new hlm in, came off bypass, and replaced the machine. It was noted that although the flow was dropping, the revolutions per minute (rpm) on the screen were still reading normal. The case was completed successfully with no patient harm nor blood loss reported. There was a delay to the procedure. Per the field service representative (fsr), the user suspected the issue was not with the hlm, but was a circuit issue, which was another manufacturer's circuit. The user asked the fsr to check the hlm; the logs were reviewed, which did not show any unusual messages or error messages. A preventative maintenance (pm) was performed, and everything passed all functional testing without issue. This appeared to be an issue with the circuit, specifically possibly a high-pressure excursion event based on the description, and not an issue with the hlm.